Manufacturer narrative:
Date of initial report: 2017-07-20. One ls1520 ligasure device was received, and an evaluation confirmed the reported issue with the activation button. Visual inspection found the purple activation button had detached from the body. No visible damage to the button or weld was present. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process. The issue is related to a single device body style that was discontinued in (B)(6) 2017. No patient injuries have been reported with this issue.

Event description:
The customer reported that during a procedure, the activation button on the device was loose. There was no patient involvement, and a new device was used to continue the procedure. Examination of the received device found the button had fully detached from the device.